Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces with the helix found clogged with dried blood/tissue. Unable to perform impedance test due to the condition of the lead as received. Electrical testing was normal. Visual and x-ray inspections found no anomalies with the exception of procedural damage.